Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture. As a result, the patient underwent unilateral removal and replacement with a 400cc mentor memorygel breast implant (catalog #:350-4001bc, serial #: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-dec-2020, the analysis was completed based on a photo that was provided. Investigation summary : during visual evaluation of the provided picture, the implant was observed to be ruptured. Since the device was not returned for analysis, mentor could not conclusively determine the root cause of the rupture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.   Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device and patient's symptoms. The surgical technician at the facility was unable to sterilize the device in an autoclave, and therefore the device is not available for evaluation. The patient experienced bilateral cutaneous contour deformity. Manufacturer's reference number: (B)(4).